Manufacturer narrative:
A2, a4, and a5: not applicable, as there was no patient contact. D6a: if implanted, give date: not applicable, as there was no patient contact. D6b: if explanted, give date: not applicable, as there was no patient contact. H3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) haptic was bent/tangled and would not push to the edge of the shooter and the haptic would not "lead out"; the haptic would not move when advancing the lens. There was no patient contact and no patient harm. There was no delay in surgery and the surgery was completed successfully with a back-up lens (same model and diopter). The device was discarded. No further information was provided.